Event description:
A facility representative reported following intraocular lens (iol) implant procedure, patient had blurry vision. The lens was exchanged with another company iol, 28 days after the initial implant procedure. Patient was not satisfied with vision. There was no patient harm. As per surgeon product was not contributed to event.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).